Event description:
Outpatient sent home same day. Had pelvic surgery hysterectomy on (B)(6) 2014 davinci surgery. I came out of surgery with severe bladder pain and pelvic pain, and urethra pain. Urinary incontinence. I still have pelvic pain, urethra pain, urinary incontinence, bladder spasms, burning pain in the vagina, dizziness, fatigue, electric shock feeling and or sensation felt in pelvic and or vagina, painful while and during urination. I can not sit, stand or walk with out pain from this surgery. The symptoms above have been reported to the doctor that performed the surgery. He said he doesn't understand why I'm having these problems and he has never heard of complications and or the problem with other patients. The davinci surgical system needs to be use taken of the market or the use the davinci for hysterectomy needs to be stopped. The doctors are not telling women of the side effects and damage this product can do to women. Doctors don't give female patients full informed and honest information on the davinci and the side effects and or adverse effects a hysterectomy. They say the davinci is better in recovery time. That is not true I am still recovering from this damaging surgery.